Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. A 5 mm angioguard embolic protection device was used for the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the procedure. The patient was reported to have expired at home in her sleep approximately six months after the index procedure. No autopsy was performed and no cause of death was listed on the death certificate. The event was reported to be unrelated to the study device/procedure. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15189331 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(6) indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. A 5 mm angioguard embolic protection device was used for the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the procedure. The patient was reported to have expired at home in her sleep approximately six months after the index procedure. No autopsy was performed and no cause of death was listed on the death certificate. The event was reported to be unrelated to the study device/procedure. The patient was asymptomatic for the index procedure. The proximal lica target lesion was reported to be: a 96% stenosis, 15 mm length, reference diameter 4.5 mm., moderately calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 5%.